Event description:
The customer reported false positive carcinoembryonic antigen (cea) results for two patients and imprecise cea results for one patient with the use of a specific access cea assay reagent pack on an unicel dxl800 access immunoassay system. The customer reran the samples using a different cea reagent pack and obtained lower cea results either within a different clinical range or outside the labeled cea assay precision limits. The erroneous results were not reported out of the laboratory and hence there were no reports of death, serious injury or change to patient treatment associated or attributed to this event. The customer was troubleshooting reagent pack dispense failures on a different cea reagent pack when they discovered that the cea reagent pack involved in this event possessed a cracked well. It was identified that the cracked well (number four) had leaked out nearly the entire antibody conjugate reagent. Instrument assay quality control result were performing within their established ranges at the time of the event. No patient information, sample collection/handling information or additional system performance information was provided by the customer. The unicel dxl800 access immunoassay system involved in the event was serial number (B)(4). The access cea assay is a biorad manufactured reagent.

Manufacturer narrative:
Service was dispatched for this incident and collected the suspect reagent pack for further investigation. It was noted that the particle well [well zero] and the blocker well [well three] of the reagent pack were fully intact. The volume of reagant in well four was estimated at approximately 0.1 milliliters by visual assessment the cause of the erroneous patient results was the cracked reagent pack. The cause of the compromised reagent pack is currently unknown and is pending further investigation.